Manufacturer narrative:
MFR's comment: the benefit-risk relationship of seprafilm is not affected by this report.

Event description:
Difficulty controlling bleeding [slurry] [haemorrhage]. Multiple abscesses [slurry] [abscess]. Case description: spontaneous report was rec'd on (B)(6) 2012 from a physician via a sales rep, regarding a pt (initials and date of birth unk). The pt's medical history was not provided. On an unspecified date, a surgical procedure was performed (not otherwise specified) during which seprafilm was placed. It was reported that the physician used a seprafilm procedure was placed. It was reported that the physician used a seprafilm procedure pack off-label (in "slurry" form). On an unspecified date, the pt experienced difficulty controlling bleeding and multiple abscesses. The physician reported that this was either a laparoscopic or a robotic case. The action taken with seprafilm treatment was not provided. The outcomes for the events of difficulty controlling bleeding and multiple abscesses were not provided. Concomitant medications were not provided. The intensities for the events of difficulty controlling bleeding and multiple abscesses were not provided. The relationships between seprafilm and the events of difficulty controlling bleeding and multiple abscesses were not provided by the reporting physician. Please see (B)(4) for other cases from the same rptr.